Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01661, 1627487-2024-07276, 1627487-2024-07278, 1627487-2024-07279. It was reported the patient experienced an infection at both the ipg and lead sites. Surgical intervention took place wherein the system was explanted. Infection has resolved.

Manufacturer narrative:
Date of event is estimated.